Manufacturer narrative:
The authorized service provider (asp) evaluated the device on 19nov2024, checking the device diagnostic report (drpt) and confirming that an oxygen device failed alarm, and an oxygen not available alarm had previously occurred, but was unable to reproduce the alarm. During the inspection, no abnormalities were found with the device. Per the customer request, the device was returned to them without further service or repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an oxygen not available alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer confirmed that the oxygen not available alarm occurred before it was to be used on a patient, during an inspection. There was no delay in therapy as a result of the issue. The oxygen was set to 22% at the time of the alarm. The device experiencing the issue was swapped with another v60 ventilator. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).